Event description:
The patient was undergoing a coil embolization procedure in the left thoracic artery using a penumbra coil 400 (pc400) coil. During the procedure, the physician detached the pc400 coil using a penumbra coil 400 detachment handle. Upon retraction of the pusher wire, the physician noticed the distal marker band did not retract with the pusher wire. The physician noticed the proximal portion of the pusher wire was kinked. While retracting the pusher wire, the pusher wire was found fractured and the pullwire was exposed. The physician removed the px slim delivery microcatheter with the pusher wire of the pc400 coil inside. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was kinked approximately 21.0, 39.0, 70.0, and 87.5 cm from the proximal end, and fractured 41.5 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that the coil was detached by a detachment handle, but the pet lock was not broken. The complaint further indicated that the proximal portion of the pusher assembly was kinked and fractured. Evaluation of the returned device revealed the pusher assembly was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the pc400 coil is manipulated forcefully or at an angle during insertion into a catheter, the pusher assembly may become kinked or fractured due to excess force and bending. The coil likely detached due to the fractured pusher wire. These devices are 100% visually inspected and functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the pet lock of the penumbra coil 400 (pc400) was broken but pushed together. The pusher assembly was kinked approximately 21.0, 39.0, 70.0, and 87.5 cm from the proximal end, and fractured 41.5 cm from the proximal end. Conclusions: evaluation of the returned device revealed the pet lock was broken but pushed together. This may have occurred if the pull wire was manipulated after detachment by a detachment handle. Further evaluation revealed the pusher assembly was fractured and kinked. This damage was likely incidental and may have occurred due to forceful manipulation at extreme angles during withdrawal from the patient. These devices are 100% visually inspected and functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.